Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, hard drive, single board computer upgrade kit, and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had a communication error message. No patient injury was reported.